Event description:
On (B)(6) 2012, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2013, the pt presented to the hospital with back pain. Computed tomography imaging reportedly identified an endoleak of unknown origin and aneurysm enlargement of 1 cm. It was reported the physician suspected the endoleak was a proximal type I endoleak. The same day, an intervention was performed whereby an aortic extender component was implanted to treat the suspected proximal type I endoleak. During the surgical procedure, a type ii endoleak originating from several lumbar arteries was identified as contributing to the aneurysm enlargement. It was reported a proximal type I endoleak was not identified during the intervention. The procedure was concluded without resolution of the type ii endoleak, and the pt tolerated the procedure. The physician will continue to monitor the pt.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.